Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance issue. Additional information received which indicated that the inner lumen was damaged by 0.14 wire. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.